Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d110. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for alarm #7: blood leak? (Centrifuge chamber). A corrective and preventive action has been initiated to investigate drive tube leak/breaks. No corrective and preventive action has been initiated for alarm #7: blood leak? (Centrifuge chamber). The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Drive tube leak & alarm #7 blood leak? (Centrifuge chamber) reported via e-mail by hospital materiovigilance during treatment with kit lot d110. The drive tube broke near the connection with the bowl. Treatment was aborted and no blood was returned to the patient. Customer removed kit, cleaned centrifuge, powered instrument off and on again and instrument was ready for prime. Customer did not return product for investigation.